Event description:
Reporter indicated that a vns patient lost a great deal of weight and now feels that the generator is bulging out of his chest and migrates in his chest causing him pain. When asked if the migration was confirmed, the physician indicated that "the patient feels it" and "it is more on a subjective level." The patient is currently being referred for generator revision surgery.